Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from meter to meter comparison of 181 mg/dl using truemetrix air meter and 91 mg/dl using another device; tests were performed fasting. The customer is also concerned with results obtained of 134, 277, 335 and 202 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 115 mg/dl and 122 mg/dl using truemetrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/21/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1:181mg/dl date:(B)(6) 2018 time:8:50am fasting, result 2:134mg/dl date:(B)(6) 2018 time:9:32pm fasting, result 3:277mg/dl date:(B)(6) 2018 time:1:46pm fasting, result 4:335mg/dl date:(B)(6) 2018 time:1:44pm fasting, result 5:202mg/dl date:(B)(6) 2018 time:8:41am fasting.